Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or thin rubberized layer. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user experienced difficulty in removing the catheter when used during the cross section. The foley balloon popped during removal. The patient felt uncomfortable after 2 hours. The patient also developed a urinary tract infection and treated with antibiotics after discharge. Also the patient was given additional antibiotics for urinary tract infection. The urologist stated that the patient might have an overactive bladder and gave additional antispasmodic medications. Then the bladder ultrasound was performed and found a piece of foley in the bladder and removed it. Per follow up via email on 10nov2020 the piece of the foley was removed at another institution.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley was difficult to remove. The patient felt a pop and uncomfortable for 2hrs during removal. The patient had been treated with additional antibiotics for uti. Urologist was consulted thought the patient might have an overactive bladder and gave additional antispasmodic meds. Per evaluation, a bladder ultrasound was done and found the piece of foley in the bladder and removed it. Per follow up via email on 10nov2020, the piece of the foley was removed at another institution.